Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the es poll time needed to be reduced. A technical support specialist followed knowledge article (B)(4) and changed the requested settings to the lower values found in the case description then checked the application server and the care fusion coordination engine server for unusually high resource usage and confirmed that the messages are actively flowing without building up and the care fusion coordination engine heartbeat is current. No further issues were observed as a direct result of the polling changes. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es upgraded to es 1.7.3 and the script to decrease poll time to 45 seconds was not implemented. The customer stated that it caused medication administration issues hospital wide. There were no adverse events or injuries reported in connection with this incident.